Event description:
Information was received from the patient regarding their external equipment. The patient reported their "gizmo" from the first day when the representative was showing him how to use it was acting up. Patient stated they were getting codes 156 and 388 and something else. Agent advised to reset and patient stated last night they rebooted this thing 3 times before it would even recognize the bolus in the pump. Patient also stated when it does work it takes up to 2 minutes or more for each process to recognize the pump and activate bolus. Agent tried to clarify if this has been going on since implant and the patient stated the representative said to call and make sure they might need to get another one or something. Agent walked patient through clearing patient data and after that the patient was connecting and handset was working much faster. The issue was resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.